Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient experienced pain and foreign body sensation in the right (od) eye and sought medical treatment. The patient was diagnosed with a bacterial (staphylococcus) peripheral ulcer in the 11 o'clock region of the eye. The patient was treated with cravit (levofloxacin hydrate; fluoroquinolones antibiotic) ophthalmic solution, bestron (cefmenoxime hydrochloride; cephalosporin antibiotic), tobracin (tobramycin; aminoglycoside antibiotic), and ecolicin (erythromycin lactobionate; macrolide antibiotic) ophthalmic ointment. The eye care provider indicated the patient was seen for four follow up visits over a one week time. At the most recent visit on (B)(6) the patient's visual acuity was unchanged from the onset of the event 0.05 (approximately 20/400), visual acuity prior to the event is unknown; it is unknown if the event caused any decrease, temporary or permanent, in visual acuity. It is unknown if the event has fully resolved. Good faith efforts have been made to obtain additional medical information without success, additional information is unknown. This event is being reported due to the nature of the diagnosis (bacterial ulcer) and unknown resolution.